Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system tubing was broken. The following information was provided by the initial reporter: it was found broken between tubing and y-connector, puncture site was the back of hand, and drug infusion by micropump was irritative.

Event description:
It was reported that bd intima-ii¿ closed IV catheter system tubing was broken. The following information was provided by the initial reporter: it was found broken between tubing and y-connector, puncture site was the back of hand, and drug infusion by micropump was irritative.

Manufacturer narrative:
A device history review was conducted for lot number 8333647. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, they did not display the failure mode clearly enough to identify the root cause. Unfortunately without the ability to investigate the physical unit our quality engineers were unable to determine the root cause for this complaint.